Event description:
Screw driver pilot tip broke during use, inside screw head. Surgeon did not remove screw.

Manufacturer narrative:
After reviewing the breakage, it appears that the surgeon applied an excessive side load which resulted in the tip breakage.